Manufacturer narrative:
The s9 device was returned to resmed for an investigation. Evaluation of the device confirmed the reported complaint. Visual inspection of the main circuit board revealed corrosion and signs of water exposure. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to water ingress of the main circuit board. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an s9 device caught fire. The device was not in patient use when the reported event occurred. There was no patient harm or serious injury reported as a result of this incident.